Event description:
It was reported that during implant of this right ventricular (rv) lead, difficulty was encountered with achieving appropriate sensing after several repositioning attempts. The helix was then unable to be extended and retracted fully. The lead was attempted but not implanted. Another lead was successfully implanted, and the procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the lead was deformed/bent 10 millimeters (mm) from the tip. The lead did not pass a helix mechanism test due to the lead being deformed/bent. The helix was able to be actuated; however, more turns were needed. Laboratory analysis noted that the lead likely became bent sometime during the implant procedure.

Event description:
It was reported that during implant of this right ventricular (rv) lead, difficulty was encountered with achieving appropriate sensing after several repositioning attempts. The helix was then unable to be extended and retracted fully. The lead was attempted but not implanted. Another lead was successfully implanted, and the procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis. The product has been received for analysis.